Event description:
Rn experienced a needlestick with the bd safetyglide tb syringe while activating the device. It was noted that she uses her right hand to give the injection and her left thumb to activate the safety mechanism. While activating the safety mechanism, her left thumb slipped forward and slid on top of the needle causing a needle stick injury.